Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a pause episode that appeared to be undersensing. Upon review of the electrocardiogram, it was determined that the undersensing was due to poor electrode contact in the pocket. The patient was asymptomatic during the pause episode and would continue to be monitored.